Manufacturer narrative:
Device evaluation: upon evaluation the device cavity/beam was found to be misaligned causing energy to drop within the system and fail during calibration. This device is moved by the facility between buildings resulting in excessive vibration and stress to the device. The facility has been instructed to prevent excessive movement of the machine and to verify proper maintenance can be performed between relocation and use.

Event description:
Vascular intervention case to treat a patient for isr and cli of the sfa and popliteal vessels. The laser system was unable to calibrate using 3 different laser catheters resulting in significant delay in care. This was the last available effort to treat this patient as other standard of care devices were not successful. The patient was referred for amputation of the limb.